Manufacturer narrative:
The complaint device was received and inspected. Visual observation revealed that the tip of the needle is broken and the broken tip was not returned for evaluation. This complaint can be confirmed. Eiii needles have been designed to pass 15 times through tissue and any usage beyond this would cause the needle to fatigue and break. A possible root cause would be that the expressew needles were triggered multiple times for testing before the procedure. A DHR review has been conducted and our results indicate that this batch of product was processed without incident related to this complaint and therefore there is no evidence of manufacturing anomalies on the paperwork reviewed. Further, a review into the mitek complaints system revealed no other similar complaints of any kind for this lot of devices that were released to distribution. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
The sales rep reported via phone that the tip of the customer's expressew iii needle broke during a rotator cuff repair. An x-ray was done on the patient and the piece of the needle could not be found in the patient. There were no patient consequences but a 10-15-minute delay was reported to do the x-ray. The case was completed with another needle. The sales rep was not present during the case and could not provide any more details. The device is being returned.